Manufacturer narrative:
Result of investigation: only photos were provided for investigation. 3 lot numbers reviewed and found that each lots were manufactured with one month apart. As a conclusion, it could not occur at vyaire facility, because, when the second batch and the third batch were manufactured, the first batch had already been sold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that in one box of 15091-104 10pk, dual,htd ckt,spu, pedpeepless had two different vent circuits (p/n 15090-104 and 15090-102) and labeling issue that comes across as if both circuits are appropriate for both adult and pediatrics. The customer confirmed that there was no patient harm associated with the reported event.